Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. (B)(4). The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. For this reason, evaluation code has been referenced in the conclusions. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported while deploying the angio-seal device, the patient bent at the waist and the angio-seal would not pull out, and the device was left in patient. Surgery was done, and a determination was made to surgically remove the device. A pre-deployment angiogram was performed and met all requirements for the device deployment. The patient was in stable condition. Manual pressure was held and hemostasis was achieved with the deployment device in place. Additional information was received on august 14, 2018. The procedure being performed was a left heart catheterization; the patient was being referred to surgery for a bypass. They used a 6f sheath, and there were no problems with access. The femoral angiogram met all requirements to close, with slight calcification noted. The patient experienced pain on insertion, and bent her right leg. The tech continued with deployment, however, could not withdraw the device and panic set in.

Manufacturer narrative:
One 6fr angio-seal vip device was returned for evaluation. The carrier tube assembly was returned mated with the hemostasis sheath in the forward lock position. The anchor was released and hung at the tip of the hemostasis sheath. A kink was observed at the proximal end of the sheath near the hemostasis hub. For functional testing the device was moved to rear lock position and the suture was unwound by applying digital pressure to the anchor. There were no anomalies noted except dried blood like substances within the cannula of the sheath which prevented the tamper tube from exiting the sheath. The excessive blood like substances between the hemostasis sheath and carrier tube hub suggests contact of the proximal extremity of the device with blood and tissue which along with bent sheath may have temporarily led to failure of the device withdrawal. There is no evidence that this event was related to a device defect or malfunction. Based on the investigation, it is likely that the sudden change in the patient's orientation of lower extremity led to the kinked hemostasis sheath and carrier tube which prevented any further maneuvering of the device. However, the exact cause of the reported event cannot be definitively determined based on the available information.